Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that when the right ventricular (rv) lead was tested with the pacing system analyzer (psa). During the device change out procedure for normal battery depletion, it yielded high out of range pacing impedance measurements of greater than 2000 ohms. It was noted that there had been no measurement issues with the rv lead prior to testing it on the psa. Subsequently the physician surgically abandoned it and a new rv lead was implanted. No adverse patient effects were reported.

Event description:
Boston scientific received information that the right ventricular (rv) lead was surgically abandoned due to an unknown product performance issue. No additional adverse patient effects were reported.